Event description:
Customer reportedly received results of 500 mg/dl and 152 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Customer states she applied a second drop of blood to the test strip prior to testing 500 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information as customer was in a rush to go to a doctor appointment. It was unknown if the initial reporter sent report to the FDA.